Event description:
It was reported the patient presented to the clinic for a follow up device check. Attempts to interrogate the device or elicit a magnet response were unsuccessful. Further testing revealed, no pacing from the device. The patient's rhythm was pure intrinsic, ranging from 80-100 bpm. Although immediate replacement was recommended, the patient declined. The device was disabled but, remains implanted. A device return is not expected. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.